Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported intermittent loss of power failure. Physio determined the cause of the failure to be an internal short of the accessory system communication cable, the customer was utilizing to transmit post event pt info from the device. Physio replaced the system communication cable and confirmed proper device operation through functional and performance testing before returning it to the customer for use.

Event description:
It was reported that the device would intermittently power off on its own. There was no report of pt involvement associated with the event.